Event description:
Customer had two samples that generated greater than 250 meq per l for sodium. She became concerned about sodium performance and reran four patient samples on another i400, they were found to be discrepant. Patient 1, initial result 136, rerun 130 meq per l. Patient 2, initial result 145, rerun 132 meq per l. Patient 3, initial result 129, rerun 122 meq per l. All samples were plasma samples and original results were reported. Customer sent corrected reports for all samples. As far as she is aware, no patients were treated on the basis of the original results and she was not aware of any adverse effect to the patients from the erroneous results.

Manufacturer narrative:
The field service representative determined wash tubing was not connected properly, causing vacuum waste to plug up tubings and valves. He removed plug from red waste tubing and replaced collapsed vacuum tubing and sv 75. To verify analyzer operation, he performed calibration and controls which were successful.